Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2; -10.5/2.0/092 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a shorter length lens due to excessive vaulting; pupil block with elevated intraocular pressure. This resolved the problem. The cause of the event was reported as the device.